Manufacturer narrative:
G4:10mar2021. B4:13mar2021. H11: b6: a good faith effort was made and the customer stated there was no patient involvement. The device was not in use at the time of the event. There was no report of patient or user harm/impact. H10: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse confirmed the reports issue and determined the battery required replacement. The fse replaced the battery and confirmed that a full charge was achieved and normal function restored to the device. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
It was reported to philips that the device had a battery failure while the unit was in use. The device was in use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.